Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled smart pass in one episode and delivered 10 shocks over six treated episodes. It was noted that the patient had a lot of fluid in the abdomen, and the patient had dialysis the day before to these episodes. Additionally, the patient had foot surgery on the same day, prior to these episodes. Just before the smart pass episode, the patient had a very low heart rate for an extended period of time. Smart pass was disabled, and very small complexes with long pauses were observed. Artefact was oversensed resulting in an inappropriate shock. The patient had been bending forward in his wheelchair at the time of the first shock. The patient then fell back into his wheelchair, and received additional shocks and therapy was exhausted. Cardiopulmonary resuscitation (CPR) was performed during some of the treated episodes. Additional information received reported that defibrillation threshold (dft) testing was planned due to the observed oversensing and undersensing. Smart pass remained disabled since march 31, therefore it was not possible to monitor for bradycardia at this time. Of note, this s-ICD passed automatic setup in all three vectors, and secondary vector was selected. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that it was not conclusively determined whether the delivered tachy therapy was due to true bradycardia or fine ventricular fibrillation (vf). They opted to perform defibrillation threshold (dft) testing before moving on to surgical intervention. The dfts were successful, and no other intervention was needed. This s-cid system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled smart pass in one episode and delivered 10 shocks over six treated episodes. It was noted that the patient had a lot of fluid in the abdomen, and the patient had dialysis the day before to these episodes. Additionally, the patient had foot surgery on the same day, prior to these episodes. Just before the smart pass episode, the patient had a very low heart rate for an extended period of time. Smart pass was disabled, and very small complexes with long pauses were observed. Artefact was oversensed resulting in an inappropriate shock. The patient had been bending forward in his wheelchair at the time of the first shock. The patient then fell back into his wheelchair, and received additional shocks and therapy was exhausted. Cardiopulmonary resuscitation (CPR) was performed during some of the treated episodes. Additional information received reported that defibrillation threshold (dft) testing was planned due to the observed oversensing and undersensing. Smart pass remained disabled since march 31, therefore it was not possible to monitor for bradycardia at this time. Of note, this s-ICD passed automatic setup in all three vectors, and secondary vector was selected. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.